Event description:
It was reported that the arctic sun device received alarms number 79 (non-recoverable system error primary and secondary outlet water temperature sensors differ by greater than 1 °c) and calibration failed.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed tank temperature harness. The device was evaluated. Calibration could not be completed due to error 79. The tank harness was replaced. Low flow of 1,1 lpm at best, and the unit was unable to cool water was detected. The unit also triggered error 41 twice during functional verification. The circulation pump was replaced. The device passed all applicable testing and is ready for use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received alarms number 79 (non-recoverable system error primary and secondary outlet water temperature sensors differ by greater than 1 °c), and calibration failed. Per follow up information received via mail on 05dec2024, calibration was unable to be completed due to error 79, after troubleshooting it was found that the tank temperature harness had to be replaced.